Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced a bent cannula event on (B)(6) 2025. The blood glucose level and ketones were high. The patient first went to the emergency room and was subsequently hospitalized. During hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication intravenously as corrective treatment which resolved the issue. The patient was released from hospital on (B)(6) 2025. Moreover, the infusion set was used for one day. Company does not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.